Event description:
Patient implanted with a reconstruction plate on (B)(6) 2012. The plate broke on (B)(6) 2012, while the patient was reportedly walking and felt a click. The plate was removed on (B)(6) 2012.

Manufacturer narrative:
Device was used for treatment. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The dimensions of the plate were checked as far as measurable using a sliding caliper and found to be in compliance with the technical drawing and ao/asif specifications. The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the plate were in accordance with the international standards iso 5832-1 and astm f138. The examination of the manufacturing papers showed no deviation from normal conditions or rather any irregularity of the production process. The breakage occurred at the fifth hole. After breaking, the two fragments rubbed against each other causing strong destruction of the fracture surface - shiny surface, abraded areas. When examining the fracture surfaces using the scanning electron microscope - sem - the initial fracture areas and the fracture behavior were identified. The primary crack started at the upper side of the plate hole on part a and on the lower side of the plate hole on part b and ran through the material. A secondary crack initiation zone is documented at the upper side of the plate on part b and indicates double sided dynamic loads. A pattern of ripples or fatigue striations was observed at the crack propagation zones and almost over the whole fracture surfaces. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. A stripe with dimples on the fracture surface of part b corresponds to the residual forced fracture zone. Sem observations and findings indicate that the plate failure was caused by fatigue and overload. The failure of the investigated plate was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implant had to absorb and neutralize double sided bending moments for a large number of cycles. Postoperative activities of the patient may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.